Manufacturer narrative:
(B)(4). Report source, foreign, health professional - event occurred in (B)(6). The product analysis can't be performed as the product was not returned. The device manufacturing quality record indicate that the released product met all requirements to perform as intended. The datasheet on the composition of the product were reviewed and no anomalies were found. No other complaint on patient death following bone cement implantation syndrome was recorded on the batch since ever, and no other complaint on patient death following bone cement implantation syndrome was recorded on the reference since ever. The IFU of the product has been reviewed and it was found that the IFU for optipac contains risk -reducing warning and different precautions regarding severe complications: "after preparation of the prosthesis bed or directly after the implantation of the cement and prosthesis, pressure rise in the medullary canal may cause a temporary fall in blood pressure. In addition to hypotension, pulmonary embolism and cardiac arrest, with their potentially fatal consequences, have been encountered in rare cases". Reserve sample from the same lot was tested under standardized conditions. The product did not show any unusual behavior during mixing, handling or setting. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that immediately after injecting optipac cement into the medullary cavity with tha surgery, the patient's blood pressure dropped sharply. Eventually, the patient was reported dead. The surgeon commented that the patient was in poor condition and there was no problem with the product.